Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were seeing the nurse practitioner for a follow-up programming appointment. They had just finished the appointment, but were still in the exam room, when they called to report they had only been able to feel stimulation at battery location and not at the bicycle seat/vaginal area. The patient has also not gotten any symptom relief since the implant. The patient said they spoke with a representative a week or a week and a half ago regarding this issue, and they assisted with the program change, but still weren't having any symptom relief or stim sensation at the bicycle seat area. They reported the nurse practitioner went through all the programs and settled on one where the patient got the closest to feeling stim at the bicycle seat area, but could still be felt at their ipg. The caller fetched the nurse practitioner, and agent reviewed with the nurse practitioner the ability for custom programs to be created, . The agent emailed the local representative with a request to call the patient back for the purpose of arranging another follow-up visit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.